Event description:
Unomedical reference number (B)(4) event occurred in canada on 27-apr-2024, the patient faced that the infusion set cannula was kinked at abdomen. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Device 4 of 6 e1: patient country: (B)(6).